Event description:
Following a diagnostic procedure, an angio-seal device was placed with hemostasis achieved. However, while the pt was in the holding area following the procedure she developed numbness and loss of pulses in her leg. An ultrasound was performed which identified an occlusion of the common femoral artery. The pt was taken to surgery where collagen was noted to have been deployed within the artery. The device was removed, an embolectomy performed, the vessel repaired and flow restored. The pt tolerated the procedure well. As of 4/28/1998 there has been no further report of complication or pt sequelae made to the MFR.